Event description:
It was reported that during the implant procedure, the helix could not be extended on the right ventricular lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the connector of the lead was extrinsically bent. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully retracted, tissue visible inside the helix. The connector pin was returned bent/damaged, no further helix testing is possible due the connector pin damage. If information is provided in the future, a supplemental report will be issued.